Event description:
A customer complaint was received that the upper right pivot of the pink at micro broke free from the surrounding acrylic while the patient was sleeping. The patient was not injured and did not ingest any materials.